Event description:
On (B)(6) 2013, the reporter contacted animas in response to a follow-up call and stated the patient was currently hospitalized, reason not provided. .no other information is provided. Animas has made several unsuccessful attempts to contact the patient. This report is being submitted based on the information that a patient on an insulin pump was hospitalized.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.